Event description:
It was reported that the rn called the hotline because they have no fiberoptic waveform on the monitor. When the clinical support specialist (css) spoke to the rn, they had inserted a 30 cc fiberoptic intra-aortic balloon (iab), serial number (B)(4), via the patient's right femoral artery. There was no waveform on the pump for the fiberoptic; the pump had switched over to the transducer waveform. The rn stated that they had zeroed the fiberoptic prior to insertion and the icon was green. There was no waveform and there were no pressure readings on the screen, only dashes. The css had the rn check the fiberoptic status codes: eo (excessive offset: zeroing procedure resulted in a large difference from factory set calibration). The css and rn attempted to calibrate the fiberoptic, but the pump would not respond. The css then had the rn disconnect the fiberoptic and cal key and reconnect, however, this did not make any difference. The pump displayed the message that the catheter was previously zeroed. There were still no waveform or hemodynamic readings. The css had the rn turn the power off to the pump and back on. This did not make any difference. The pump was currently using the transducer waveform for timing. The css next had the rn connect the fiberoptic to a second pump. A waveform is now present for the fiberoptic. The css next had the rn switch all of the connections over to the second pump. Initially the pump was not pumping and alarming purge failure. It was noted that there was no blue bar displayed on the screen for the helium. The css had the rn check the helium tank and it needed to be opened. The pump is now pumping. The css had the rn calibrate the fiberoptics; the icon is now white. They needed to get the patient to the operating room. The css told the rn that she would call her back in about 30 minutes to get the serial number of the catheter and the pump that we took the fiberoptics off of. The serial number of the pump that was replaced is (B)(4). Device will not be returned for evaluation.

Manufacturer narrative:
(B)(4).